Manufacturer narrative:
(B)(4). The sample was not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined.

Manufacturer narrative:
Sample is not available due to contamination. Lot number is not known; therefore, a batch review cannot be completed. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
Customer reported a leak at the proximal hub site. The leak was noticed when the IV fluids were connected and infusion began. The set was not leaking from the connection site. This incident occurred during patient use. It is unknown if there was any patient injury or medical intervention associated with this report. No additional information was available.